Event description:
Caller reported a malfunction on the pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Pump reset information was provided, but since the malfunction recurred after resetting, a replacement pump was sent by tandem technical support. The customer planned to use an insulin pen as backup therapy and was informed about the steps for receiving and using the replacement pump. Additionally, the caller agreed to return the faulty pump within 10 days using the provided shipping materials.